Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism detachment was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one safety barrel from a 21ga safety introducer needle. The safety was completely detached from the needle, which was not returned. Microscopic inspection of the safety mechanism revealed it to be well-formed and unremarkable. The safety mechanism was disassembled, and properly assembled over a non-complainant needle shaft. The safety subsequently functioned as intended, securing the needle tip upon advancement. The safety mechanism components appeared well formed and functioned as intended when assembled with a non-complainant needle. These observations suggested that the safety mechanism detachment was likely caused by improper initially assembly of the needle/safety barrel. Photographs have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported by the customer that "green safety mechanism broke off of the needle" no other information was provided.

Event description:
It was reported by the customer that "green safety mechanism broke off of the needle" no other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.